Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a charger failure and the system was not able to boot up. There is no report of death or serious injury associated with this complaint.